Event description:
Event description cpi received info that these two possis sutureless myocardial leads (4320's) were removed from service due to noise on the lead. Electively the entire lead system 2 (0041's) were also removed. A down-size plus lead (0125) was implanted.